Manufacturer narrative:
The impella device was not returned by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that complications were encountered while attempting to implant an impella 5.5 pump for escalated support. It was documented that after obtaining access to the left ventricle with the .018 guidewire, the doctor tried unsuccessfully to implant the pump for roughly an hour. Due to the noted difficulty, the patient suffered bleeding from the site and required an unspecified amount of blood products. The implant was subsequently aborted as a result of the blood loss and the time that it was taking to implant the device.

Manufacturer narrative:
The investigation into the reported delivery issue and access site bleeding has been completed since the original report was filed. No product was returned. Delivery use- the root cause of the delivery issue - anatomy was most likely due to the patient condition access site bleeding - no product was returned. The root cause of the access site bleeding issue was patient condition related, as there was loss of blood at access site with blood products been given due to the difficult inserting attempts taking approximately an hour as per the clinical description provided.